Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the product returned presented the distal tip detached/separated, exposing the corewire tip. Presence of adhesive remnants was found indicating that the pebax was properly attached to the core wire. There was no evidence that the corewire was fractured. The ptfe jacket did not present any anomaly. The pebax is torn and presents signatures of manipulation like if it was in contact with sharp/hard object. The complaint was consistent with the returned device that the distal tip detached. It is possible that due to anatomical/procedural factors encountered during the procedure by the customer, performance was limited and may have contributed to the failure. Therefore, ¿operational context¿ is the most probable root cause for this incident. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that a jagwire was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure. Procedure date is unknown. According to the complainant, during withdrawal, there was resistance when trying to remove the jagwire from the extraxtor pro. The hydrophilic coating of the jagwire detached inside the patient, exposing the tip of the metal corewire. The detached fragment was removed using a dormia trapezoid. The procedure was completed with this device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a jagwire was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure. Procedure date is unknown. According to the complainant, during withdrawal, there was resistance when trying to remove the jagwire from the extractor pro. The hydrophilic coating of the jagwire detached inside the patient, exposing the tip of the metal corewire. The detached fragment was removed using a dormia trapezoid. The procedure was completed with this device. There were no patient complications reported as a result of this event.